Manufacturer narrative:
Evaluation summary: the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had optimal pacing outputs and still only lasted 3.5 years. The device longevity was unexpected andthe physician was unhappy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2009; 4470 competitor implantable pacing lead (B)(6) 2009. (B)(4).